Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. There was no adverse impact on customer's blood glucose level. The cartridge was reloaded to resolve the issue.